Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA (bab tough strips waterproof ex lg 10s USA). This report is for (band-aid tough strip waterproof xl 10s can 62600062222). Device is not distributed in the united states, but is similar to device marketed in the USA (bab tough strips waterproof ex lg 10s USA 381370055662). (B)(4). Lot number = 0618b. Concomitant medical products and therapy dates: lycin, 1 pill/day, has been taking as a sleep aid. Device is not distributed in the united states, but is similar to device marketed in the USA ((bab tough strips waterproof ex lg 10s USA). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 8041154-2018-00011 & medwatch 8041154-2018-00012. The same patient is represented in each. One band-aid brand tough-strips waterproof adhesive bandages (lot 0098b) was used. At the same time, she also used another lot of the same product (lot 0618b) and band-aid brand skin-flex adhesive bandages (lot 2577b). Consumer also used one band-aid brand plastic adhesive bandage (the consumer indicated that this product did not cause the adverse reaction). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) -year old female consumer called to report that she used the band-aid tough strip waterproof xl bandages and after using she had blisters on her toes. The consumer used these one time to separate her toes on (B)(6) 2018 and has not used it since. The consumer reports that she used multiple bandages in total but did not know how many of each she used. On the morning of (B)(6) 2018, the consumer woke up with quarter inch blisters on the toes where the adhesive came in contact with the skin. She visited the emergency room the same day where the blisters were drained. For treatment, she received steroid cream betaderm 1%, zilacaine, polysporin triple antibiotic ointment and arnica cream. She was also given a prescription for an antibiotic to be filled if she needed it, but she had not done so. The consumer did not use the devices further. At the time of reporting, the consumer had scabs where the blisters were and was recovering.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 3, 2018. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.